Event description:
The customer's father stated, that the customer was hospitalized due to diabetic ketoacidosis. The customer's father could not recall the details of the event and was unclear whether any alarms had occurred on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow, once the analysis has been completed.